Manufacturer narrative:
The affected device was returned and during a visual inspection it was noted that the light cartridge was loose inside the handle. The product defect has been confirmed.

Event description:
The customer alleges that "handle did not light." No other details were provided and no patient injury/harm reported.